Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). G2: australia. Investigation is complete. This is an initial final report submission. Multiple MDR reports were filed for this event, please see associated report: 0001526350-2023-00239-1, 0001526350-2023-00240-1. Review of the most recent repair record determined the ratchet handle was not functioning. The ratchet gear, spring, and sliding pin were replaced to resolve the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the handle gets wedged onto the mesher and will not easily go the whole way on and gets wedged. Due diligence is complete and no additional information is available. No adverse events were reported as a result of this malfunction. At product evaluation investigation the ratchet handle was unable to perform the up and down motion. No additional event information available.